Event description:
It was reported to boston scientific corporation that a c.r.e. Wireguided balloon dilatation catheter was used during a balloon dilatation procedure performed on (B)(6) 2009. According to the complainant, during preparation prior to use in the pt, it was noted that the distal end of the device was deformed/curled. The procedure was completed with another c.r.e. Wireguide balloon dilatation catheter. There were no pt complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Tip curled. On analysis of the complaint device, it was noted that the balloon was wingfolded, there was no damage to the catheter shaft and the guidewire tip had unraveled. It is probable that the tip was damaged during removal of the wingtool from the device or when handled during procedural preparation. The root cause for the reported complaint has been determined to be handling damage. A complaint history review for lot number 12772256 was carried out and no similar complaints were found. (B)(4).